Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that for over a month, patient has been having a problem because at night, they were completely incontinent and they couldn't control their urine at all. The patient stated during the day they could "do it halfway" but at night their symptoms had been getting worse. The patient stated they would get up to go to the bathroom once or twice at night but when they woke up in the morning, they couldn't control it and it would just flood out. The patient stated their implanting physician was in chicago and that they were in florida now, so they went to see the therapist at their family member's urologist's office. Patient services reviewed the patient should follow up with the doctor with their symptom concerns but was going to guide the patient to connecting to their settings to make a therapy adjustment however the communicator (sn (B)(6) wasn't powering on. When it was plugged in, it had an orange light and the patient stated they didn't think the communicator had power at the time of the call. Patient services reviewed with the patient to charge their external devices and to call back once they'd charged them to continue working on making a therapy adjustment. Patient services wanted to note the patient had their family member on the line helping them to connect because the patient had lost the feeling in their hands/fingers and they weren't able to use cellphones (the handset). The patient's relevant medical history included the patient reported they had a problem with their heart valve and that they were short on blood so their physician told them they weren't able to use anesthesia. Redirected caller: patient's hcp. The patient called back with their family member to assist now that their communicator was charged up. Patient services guided the family member to connect to the patient's settings and they increased the stimulation to where the patient felt it comfortably in their bike-seat region. The patient was going to monitor their symptoms now that a change had been made and reach out to their hcp if they still had sympto m concerns after making the adjustment. More information received on 2023-jan-03 patient said they currently don't have a doctor they are seeing for the device. Patient said because of their age and other health issues they were not seeking care for their device . Patient said they are 93 years old. Patient it ran out of them even with the device. Patient said they were up 3-4 times a night, used pads, paper towels and they still got wet. Patient said they had a heart valve that was leaking and the cardiologist said there was nothing they can do. Patient said because of their age they can't be put under. Patient said they think they are on their way out. On 2023-jun-21 additional information was received. The patient called back and reiterated their previous issue that everything was fine for many years since they were implanted however as they've aged they've become completely incontinent , that during the day they may not make it to the bathroom but at least they knew they had to pee but at night, the urine just runs out of them and that they had to wear pads and underwear. The patient stated it was causing the outside of their vagina to burn and that they were given medication to help with the burning (500 mg of a medication) and that they'd always wash their "uterus" and that they would put on desitin but they needed help because their vagina was always burning from the constant incontinence. The patient stated they also noticed that it appears that the "unit" has "slipped" and "gone down" when it used to be higher, but the doctor couldn't do anything because of their physical condition and their weak heart. The patient stated they saw a healthcare professional but was told they couldn't do anything to help them and that the patient should call medtronic. Patient services reviewed therapy expectations and offered to assist the patient in connecting to their settings. The patient was able to connect to their settings and they increased the stimulation. The patient felt an "itching" in their vaginal area from the stimulation so they backed it down a little bit. The patient stated they no longer felt anything but that their setting was still higher than they'd initially been at, so they were going to monitor their symptoms now that a change had been made. The patient may call back for further assistance in making a change if this setting didn't help. The patient stated they were going to keep a journal of their symptoms and settings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.